Event description:
It was reported by service report that the bed had a 303 error on the footboard. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: lbs hardware.